Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), allergy to metals ('allergic or hypersensitivity reaction type: metal/metal tooth filling') and hypoaesthesia ('neurological conditions or problems type: back numbness') in an adult female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding (abortion), fibroadenoma of breast and dysfunctional uterine bleeding. In (B)(6) 2012, the patient experienced allergy to metals (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pruritus ("rashes or skin conditions type: itching") and dry skin ("rashes or skin conditions type: dry skin"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal distension ("gas bloating"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced fibromyalgia ("other injury(ies) or complication(s) please describe: fibromyalgia"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings") and breast tenderness ("hormonal changes describe: breast tenderness"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2018, the patient experienced escherichia infection ("infection (other) describe: e-coli"). On an unknown date, the patient experienced menopausal symptoms ("hormonal changes describe: menopause symptoms") and ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy, spinal fusion and tooth extraction). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menopausal symptoms, vaginal haemorrhage, menorrhagia, pruritus, dry skin, migraine, ovarian cyst, nausea, dysmenorrhoea, fatigue, hot flush, night sweats, mood swings and breast tenderness had resolved and the allergy to metals, hypoaesthesia, female sexual dysfunction, escherichia infection, vaginal discharge, vision blurred, weight increased, constipation, abdominal distension and fibromyalgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, breast tenderness, constipation, dry skin, dysmenorrhoea, escherichia infection, fatigue, female sexual dysfunction, fibromyalgia, hot flush, hypoaesthesia, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: visualization of 3 calls to 4 coils on the left tube. Then the same procedure was repeated on the right sloe on the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful essure placement: as per mr; on (B)(6)2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. This case is upgraded to incident. The previously reported event injury was replaced with events from pfs: hormonal changes describe: menopause symptoms, mood swings, hot flush, breast tenderness, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metal, apareunia (inability to have sexual intercourse), infection (other) describe: e-coli, rashes or skin conditions type: itching; dry skin, migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, nausea, neurological conditions or problems type: numbness, dysmenorrhea (cramping) , pain, vaginal discharge, vision/eye problems type: blurred vision, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: constipation, gas bloating, other injury(ies) or complication(s) please describe: fibromyalgia. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), allergy to metals ('allergic or hypersensitivity reaction type: metal/metal tooth filling') and hypoaesthesia ('neurological conditions or problems type: back numbness') in an adult female patient who had essure (batch no. 952107) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding (abortion), fibroadenoma of breast and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced allergy to metals (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced pruritus ("rashes or skin conditions type: itching") and dry skin ("rashes or skin conditions type: dry skin"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypoaesthesia (seriousness criterion medically significant), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition type: constipation") and abdominal distension ("gas bloating"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain") and experienced fibromyalgia ("other injury(ies) or complication(s) please describe: fibromyalgia"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), hot flush ("hormonal changes describe: hot flashes"), night sweats ("hormonal changes describe: night sweats"), mood swings ("hormonal changes describe: mood swings") and breast tenderness ("hormonal changes describe: breast tenderness"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2018, the patient experienced escherichia infection ("infection (other) describe: e-coli"). On an unknown date, the patient experienced menopausal symptoms ("hormonal changes describe: menopause symptoms") and ovarian cyst ("ovarian cysts"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy, spinal fusion and tooth extraction). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menopausal symptoms, vaginal haemorrhage, menorrhagia, pruritus, dry skin, migraine, ovarian cyst, nausea, dysmenorrhoea, fatigue, hot flush, night sweats, mood swings and breast tenderness had resolved and the allergy to metals, hypoaesthesia, female sexual dysfunction, escherichia infection, vaginal discharge, vision blurred, weight increased, constipation, abdominal distension and fibromyalgia outcome was unknown. The reporter considered abdominal distension, allergy to metals, breast tenderness, constipation, dry skin, dysmenorrhoea, escherichia infection, fatigue, female sexual dysfunction, fibromyalgia, hot flush, hypoaesthesia, menopausal symptoms, menorrhagia, migraine, mood swings, nausea, night sweats, ovarian cyst, pelvic pain, pruritus, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: visualization of 3 calls to 4 coils on the left tube. Then the same procedure was repeated on the right sloe on the right tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful essure placement: as per mr; on (B)(6) 2012: total bilateral occlusion. Lot number: 952107 manufacturing date: 2012/02 expiration date: 2015/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical compliant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.